Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported (hospitalization) and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes. Chapter 13 / page 171. Infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
It was reported that patient was hospitalized for high blood glucose levels after wearing the pod between 36 to 48 hours on the arm. Patient's mother reported she thought the high blood glucose (bg) levels were due to the flu; but once admitted, patient was diagnosed with diabetic ketoacidosis (dka) and had a bg level over 500 mg/dl. As treatment, patient was administered humalog insulin via drip; bg levels dropped "too low" and patient was switched to an insulin drip of dextrose. Patient eventually went back into dka and was put on humalog drip once again. It was also reported that the patient tested positive for moderate ketones and the hospital had discarded the pod. No medications were prescribed as a result of this event.